Manufacturer narrative:
The event occurred in 2017. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 345 (thermistor disparity) alarm. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was found in specification in relation to the reported system error 345 alarms which were not reproduced or verified through a review of the event history log. The device operated as intended and the reported event could not be verified. Should additional relevant information become available, a supplemental report will be submitted.